Event description:
Surgeon reported that pt with a calcaneus fracture was treated with a locking calcaneus plate and norian srs bone void filler. Surgeon reported plate and norian material were explanted in 2004 due to pieces of broken norian material being expelled through the skin.